Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a loss of suction occurred during creation of corneal flap. Reporter indicated the patient interface (pi) was exchanged and the procedure was restarted and completed. No patient harm was reported.

Manufacturer narrative:
No suction loss can be identified during the reported treatment and no other problem with the system can be identified by reviewing the logfiles. The root cause could not be identified as the reported problem could not be confirmed. (B)(4).